Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was received with no accessory. The device passed defib testing with a test cable. The reported error was not duplicated. The device check log does record multiple automatic and post test failures on (B)(6) 2026. The activity log shows repeated pd core post error, defib fault, and defib disabled, as reported by the customer. The pace/defib (pd) engine was replaced as a precaution. Further evaluation of the pd engine did not duplicate the reported issue, and the board was scrapped. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.